Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported the patient presented emergently to ed with back pain and a CT performed over five and a half years later, showed the aneurysm sac had increased to 95mm and a type ib endoleak was present in the left common iliac artery where the endurant limb etlw1616c124e had been implanted. Intervention was performed on the same date, an endurant limb was placed in the previous 16x16 limb to cover the 3cm of uncovered lcia to the level of the liia, which sealed the type ib leak. As per the physician the cause if the event is anatomy. The lcia continued to dilate over the last 5 years since the initial implant and lost seal. No additional clinical sequalae were provided and the patient is fine.